Event description:
Information received by medtronic indicated that the patient presented with chest tightness and elevated enzymes one day post cryoablation procedure. Follow up information received on (B)(6) 2013 indicated that the patient was doing well and all symptoms were transient.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files showed that at least 20 injections were performed with the catheter during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.